Event description:
Straight shots.

Manufacturer narrative:
The subject product has been received and is in the process of being evaluated. A follow up report will be submitted upon completion of evaluation.